Manufacturer narrative:
Product ID 3487a-45 lot# v931753, implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 97791, lot# n358063, implanted: 2013 (B)(6); product type accessory product ID 3487a-45 lot# v896858, implanted: 2013 (B)(6); product type lead (B)(4).

Event description:
It was reported that there was an anchor issue. The patient had a bad stomach bug with extremely bad vomiting episodes. The patient felt a ¿pop¿ while throwing up and shortly afterwards had swelling, tenderness, and pain around the lead insertion site. The physician believed an anchor may have become loosened and was causing this. A procedure was planned to open up the lead insertion site to see what was happening, and reconnect the anchor, if needed. The procedure was planned for either (B)(6) 2013 or (B)(6) 2013. X rays were taken and a CT scan was mentioned. It was later reported that an impedance measurements were within normal limits. The cause of the pain and swelling was not determined. The lead entry / anchor site was opened on (B)(6) 2013 and everything appeared normal. The physician noted the leads were taut, but had not moved. The leads were pulled from the pocket to the spin to allow a little slack for patient movement. The patient was doing well in recovery and claimed to have good coverage and relief of the painful area. No devices were explanted.